Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant of this right ventricular (rv) lead it was noted there was loss of capture (loc) and the lead dislodged. The lead was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.